Manufacturer narrative:
The last calibration performed on (B)(6) 2023 was acceptable with no alarms. Quality control recovery was within specification. There is no indication for a performance issue of the reagent. The investigation determined the service actions performed resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys probnp ii stat assay on a cobas e 601 module. The sample initially resulted in a probnp ii stat value of 340 pg/ml. The result was reported outside of the laboratory and questioned by the physician. The sample was repeated on a different analyzer, resulting in a probnp ii stat value of 4720 pg/ml. The reporter also repeated quality control measurements on the initial analyzer which failed. The probnp ii stat reagent lot was 60021101 with an expiration date of 31-may-2023.

Manufacturer narrative:
The field service engineer checked the analyzer and determined that the measuring cells reaching the life limit. He replaced the seal and measuring cell. The customer ran calibration and quality controls without alarms. The investigation is ongoing.